Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was receiving fentanyl (unknown concentration and dose) via an implantable pump. Indication for use was non-malignant pain and chronic/intract pain (trunk/limbs). The date of the event was (B)(6) 2016 (date is approximate). It was reported the pump went empty "three months ago". It was indicated the pump was filled with saline. It was unclear what the pump was delivering.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.